Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to perforation of the forceps channel, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches on the insertion tube, liquid leakage observed in operation part, curved rubber adhesive missing, curved rubber bond cracked, curved rubber adhesive part cloudy, scratches found on tip cover, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, suction cylinder scraped, dirt due to water leakage found on the operation part cover, wrinkles observed in the universal cord, scratches on the scope connector side of the universal cord, scratched on the scope connector side of the universal cord, liquid leakage recognized in the universal cord, liquid leakage to the scope connector, corrosion of the scope connector causes e315 (non-symmetrical scope connection), and scratched found on the objective lens. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite colonovideoscope, for perforation and leaking of the forceps channel and, bending angle is insufficient due to the elongation of the angle wire. Upon inspection and testing of the customer returned device, the scope exhibited scope error code e315 defect image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.